Event description:
Revision of a modular plus stem was reported in a case in another country due to breakage of the stem (unknown if the proximal or the distal module broke). Additional detail is not available at this time.